Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m2 segment stenosis, big resistance was felt while advancing the stent in the lesion. The physician decided to withdrew the stent, and upon removal, the stent was found to be prematurely deployed. The physician replaced it with a new stent and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m2 segment stenosis, big resistance was felt while advancing the stent in the lesion. The physician decided to withdrew the stent, and upon removal, the stent was found to be prematurely deployed. The physician replaced it with a new stent and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the introducer sheath distal tip was damaged, the stent was returned in a deployed state and no anomalies were noted to the stent. Functional test could not be performed as the stent was returned deployed. Information available also stated that the device was confirmed to be in good condition prior to use and there is no indication of a use error. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.